Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(String broke), in hospital having it removed- retained, vagina [foreign body in reproductive tract] . String broke off [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke. No serious injury reported.